Event description:
A malfunction was reported on a customer's pump, identified by a malfunction code that was resettable. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer had experienced similar malfunctions previously, leading to tandem technical support's decision to replace the pump. The customer was provided with instructions for storing the current pump and was advised on the steps to take upon receiving the replacement. The customer agreed to return the faulty pump to tandem using a pre-paid label provided by cts.